Event description:
A tandem mobi cartridge alarm was reported during the cartridge load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Despite initially experiencing an alarm, the customer successfully loaded a new cartridge and resumed insulin therapy after troubleshooting with technical support.